Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Unique identifier UDI # (B)(4).

Event description:
During a procedure, upon attempting to seat the anchor, the suture anchor pulled out. There was no reported patient injury or delay to procedure. It is unknown what was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During a procedure, upon attempting to seat the anchor, the suture anchor pulled out. There was a 30 minute delay. It is unknown what was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record for the device identified no deviations or anomalies. Review of the supplier cert also indicates product was manufactured according to print specifications. Based on this review, it is likely the product was conforming when it left zimmer biomet control. This device is used for treatment. Product was visually examined. The anchor was set on the inserter tip as returned. There is notable biomaterial on the anchor and suture indicating use of the implant. In its returned state, it is not possible to confirm the event of the anchor not coming to a knot. It is possible that the surgeon did not drill completely through the far cortex to allow the anchor to hold (i.e. The anchor came into contact with the cortical bone not allowing it to deploy as intended); however, as it was relayed the surgical technique was followed, this cannot be confirmed. Root cause could not be determined.